Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. On (B)(6) 2026, the customer received lower scan results of 132/127 mg/dl on the newly applied adc device in comparison to a blood glucose reading of nearly 300 mg/dl on fingerstick test. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). No symptoms was reported. A family member administered insulin (type/dose unspecified) to the customer during the phone call itself. There was no report of death or permanent impairment associated with this event. Reportedly, scan result of 127 mg/dl on the adc device was compared to glucose reading of 293 mg/dl from a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 9 days. However, it is unknown when these readings were obtained in relation to the reported medical event.